Event description:
An occlusion alarm was reported. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was replaced, and the customer reverted to an alternate method of insulin therapy,